Event description:
Two stents were advanced simultaneously using a "kissing technique" to the target lesion site in the pts calcified iliac arteries. Upon attempted inflation, one balloon burst at approx. 7atm leaving the stent partially expanded in the vessel. The other stent fully expanded with no difficulties noted. The delivery system was withdrawn from the pt without complication and an additional balloon catheter was used to fully expand the stent at the target lesion site. There were no clinical sequelae reported relative to the event.